Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb, power cap module, and gib board, and reloaded software. System operates as intended.

Event description:
Customer reported the system is displaying a security switch error. No patient injury was reported.